Event description:
It was reported that the battery pack was taken out of the battery housing and set down on a metal case cart. A few minutes later, it was noticed that the battery pack was melted. The cord between the handpiece and battery pack was not cut.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is returned, a follow up report will be filed.